Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise, oversensing, and pacing inhibition during a medical procedure unrelated to the patient's implanted system. It was found that the device was left in ddd pacing mode during the procedure resulting in oversensing of electrocautery that in turn caused a period of pacing inhibition and asystole of approximately 6-7 seconds. It was communicated that the device should be programmed voo or doo in the future with use of electrocautery. No additional adverse patient effects were reported. This system remains in service.